Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for difficulty breathing and high blood glucose. The customer stated that the insulin pump had a blank display. Instructed the customer to insert a new battery, and the display returner after ten minutes. Ran a fixed prime test and the insulin pump passed the test. The customer declined to continue to troubleshoot the insulin pump. The customer's most recent high blood glucose was 345mg/dl. No further info was provided.